Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The fse found no major fault codes in the logs. The unit passed all functional tests and underwent a full pm.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not functioning properly due to an over-temperature condition. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , b5 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an unspecified iabp malfunction. There was patient involvement reporte but no harm reported.